Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump had a crack in top right corner of screen which continues around the pump. The customer was advised that the insulin pump is no longer water tight. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.